Event description:
The contact stated the customer's blood glucose readings had been too high. The customer was showing symptoms of hypoglycemia. When his blood glucose was tested, however, the reading was 111 mg/dl. Paramedics were then called. They tested the customer's blood glucose at 25 mg/dl using their meter. The customer was not taken to the hosp, but treated at home until his glucose level was elevated. Control solution was to be sent to the customer for further troubleshooting of the test strips. No product is being returned at this time.